Manufacturer narrative:
Pump received with broken battery tube thread and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
The customer reported via phone call that the piece at the top of the reservoir compartment was off. The customer¿s blood glucose level was 151 mg/dl. Customer stated that the cracks and a piece missing at the battery compartment. Troubleshooting was performed for damage and noticed the reservoir did lock in place when inserted into insulin pump. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.